Manufacturer narrative:
(B)(4). Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device unable to communicate with transmitter, problem isolated to pcb 2. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issue with loss of communication. No harm requiring medical intervention was reported. The device will be returned for analysis.